Manufacturer narrative:
Previously reported: the manufacturer received information alleging a ventilator service alarm message. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log for evt_press_sensor_mismatch. The internal flow sensor failure due to environmental debris. The customer will take responsibility to repair the device.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator service alarm message. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.